Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, provided reset information, and confirmed that the malfunction code did not recur after the reset. A replacement pump was sent to the customer, who was advised to continue using the current pump and to call back if any issues reoccur.